Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is damage on button and in the coupler unit. The additional findings cause is due to deformation of button, water tightness is lost, and due to water leak in camera unit, the image has white dots and thus no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited water tightness is lost, leak in the camera unit, deformation of button, damage on coupler unit, and no image is displayed. There was no patient involvement.